Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material / dirty lens may not have been removed due to imperfection of proper reprocessing caused by leakage in the device. The foreign material is yellowish/brown in color but it is unknown what the foreign material is. The definitive root cause was unable to be determined. The event can be prevented by following the instructions for use: "gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning 3.5 manual cleaning shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Event description:
The company representative reported that there was foreign material inside the nozzle of the returned gastrointestinal videoscope. Also, the light guide lens was dirty. The issue was found during incoming inspection of the returned device. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
The returned device was evaluated and there were few findings. Due to damage on channel-tube, water tightness was lost. Due to damage on charge coupled device (ccd) unit, a noisy image occurred. Due to deformation of nozzle, water removal ability does not meet the standard value. The distal end cover and connecting tube had a dent. Adhesive on bending section cover was detached. Due to deformation, right/left knob does not move smoothly. Due to deformation of bending tube, bending angle in all directions does not meet the standard value. The angle knobs exhibited play. The scope connector, universal cord, control unit, scope connector cover, grip, and switch box had scratches. The control unit was dirty. Forceps channel port was shaved. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.